Event description:
It was reported the speedstitch suturing device ejected a suture cartridge intra-operative. The suture cartridge landed in the surgical site and was retrieved using a grasper. The procedure was completed; however, details regarding the product(s) or technique(s) used were not available. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.